Manufacturer narrative:
Complaint device returned with very little informatiuon regarding the actual complaint. As it is a long term implantable device, the complaint could be reportable per MDR regulations. Although we have not been able to determine the actual nature of the complaint, this MDR will be submitted as a precaution to ensure compliance with MDR requirements.additional information will be requested from the complainant and an update will be provided.

Event description:
Used implant was returned stating that the implant would not engadge. No additional information was provided.